Event description:
It was reported that during attempted insertion of the iab resistance was encountered, and the iab was removed. There were no associated pt complications. The pt was reported to have "serpentine vessel."